Event description:
Follow up to hospitalization previously reported (B)(6) 2022. Pharmacy contacted md's office to confirm pt's current dosing weight. Per allison at md's office: "thank you, I think she may have been an in-patient pharmacist calling to confirm pt's weight. I just found out pt was admitted yesterday with 2 broken pumps. Currently in yale micu. What is the process of pt returning broken and getting functioning pumps?" Pump serial numbers unknown. Date of admittance or current length of hospitalization is unknown. No further info, details or dates available. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? No; if yes, was the pt able to successfully continue their infusion? No; reported (B)(4).